Manufacturer narrative:
The biomedical engineer (bme) reported that the waveforms and numerics do not match up in value on n.tel.029 and n.tel.033 on the central nurse's station (cns). The issue happened possibly on (B)(6). The biomed collected logs and reported them to me on (B)(6). When asked to troubleshoot with me to check on the status of these devices, his director told him that they could no longer spend time on these issues and declined to speak with an nihon kohden clinical application specialist. There were also issues with heart rates not being accurate to the ECG waves, including n.tel.033 and n.tel.029 (in those documentation included a strip to illustrate the issue, as it reads 135bpm while the wave clearly indicates 90bpm). There was no patient harm reported. Tele-29 incident occurred on (B)(6) 2021. A strip for the tele-29 incident provided. Zm-520pa sn (B)(4). Tele-33 incident occurred on (B)(6) 2021. The did not have investigation data for tele-33 zm-520pa sn (B)(4). Concomitant medical device: the following device(s) were being used in conjunction with the cns. Telemetry transmitter, model: zm-520pa, (B)(4).

Event description:
The biomedical engineer (bme) reported that the waveforms and numerics do not match up in value on n.tel.029 and n.tel.033 on the central nurse's station (cns). The issue happened possibly on (B)(6). The biomed collected logs and reported them to me on (B)(6). When asked to troubleshoot with me to check on the status of these devices, his director told him that they could no longer spend time on these issues and declined to speak with an nihon kohden clinical application specialist. There were also issues with heart rates not being accurate to the ECG waves, including n.tel.033 and n.tel.029 (in those documentation included a strip to illustrate the issue, as it reads 135bpm while the wave clearly indicates 90bpm). There was no patient harm reported. Tele-29 incident occurred on (B)(6) 2021. A strip for the tele-29 incident provided. Zm-520pa sn (B)(4). Tele-33 incident occurred on (B)(6) 2021. The did not have investigation data for tele-33. Zm-520pa sn (B)(4).